Manufacturer narrative:
Failure event observed during analysis. Final analysis found a partial lead returned in three pieces measuring 13.5, 31.5, and 6.5 cm respectively. An internal insulation abrasion was noted 1.0 to 3.5 cm from the distal end of the svc shock coil breaching the rv cable lumen. The etfe cable coated was damaged but not abraded consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.